Event description:
It was reported it was not easy to remove the guidewire becasue a knot formed at its distal end. Resistance was felt when the tip of the j-wire reached the tip of the catheter and the knot prevented the guidewire from sliding inside the catheter. The guidewire and catheter were removed together and a temporary catheter was placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported it was not easy to remove the guidewire because a knot formed at its distal end. Resistance was felt when the tip of the j-wire reached the tip of the catheter and the knot prevented the guidewire from sliding inside the catheter. The guidewire and catheter were removed together and a temporary catheter was placed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The actual device was not returned; however the customer provided two photos for analysis. The complaint of a swg unraveled was able to be confirmed by the second photo. The first photo displayed the sample lidstock. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.